Manufacturer narrative:
The reported device was not returned to olympus for evaluation. It was discarded at the user facility. The cause of the reported complaint cannot be confirmed. A potential cause is user technique. There is a report that user facility staff perceived the balloon to be overinflated. The instructions for use for compatible scopes have a caution to not inflate the balloon to more than 3 cm in diameter. These instructions for use also state that the balloon should be inspected for defects and irregularities, both before attachment to the balloon applicator, and after attachment to the endoscope, with the balloon inflated with water. Instructions for use also state that the balloon should be visually verified as deflated and still on the endoscope prior to withdrawing the endoscope from the patient. The reported device was not returned.

Event description:
Olympus was informed that following completion of a diagnostic endoscopic ultrasound procedure, the technician noted that the ultrasound balloon was no longer on the ultrasound scope. Olympus also received (B)(4) for this event. The doctor was notified of the balloon issue before the patient left the room. The doctor performed an esophagogastroduodenoscopy (eg) and retrieved the balloon intact. The patient went to the post-anesthesia care unit (pacu) in stable condition. Per the user facility, the intent of the diagnostic procedure was to view the common bile duct in a patient with abnormal liver function. Personnel have stated that during balloon installation per the instructions for use, the balloon may have overinflated. The balloon was discarded at the user facility and will not return to olympus.